Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
D4, device serial number and UDI, have been updated. H code a12 has been added.

Event description:
An impella 5.5 was placed via the axillary graft site to support the 62 year old female admitted with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the support. Any other underlying medical history was not shared. On the second day of support the team observed signal loss on the automated impella controller (aic) however the pump was functioning as intended. The team assessed the plug and pushed it in further to troubleshoot and the signal loss alarm resolved. The team still however made the decision to replace the aic. The aic removal and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The pump remained on for a total of 5 days and was then successfully weaned and explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The automated impella controller associated with the complaint has been sent for investigation by the hospital.